Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found exposed wires on the power adapter, which resulted in the inability to plug the power adapter into an outlet. Visual inspection of the ac power adapter found damage to the back of the outer casing and melted corner on the front outer casing.

Event description:
This report is to advise an event observed during analysis.